Event description:
Pt reported the batteries in the infusion device only last 1 week. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned for eval, and the complaint was verified. The infusion device electronic compartment was visually inspected. The acid of the supercap leaked out as a result of a mfg error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to high power consumption and a quick voltage drop, and the w2 low battery warning was anticipated. A supercap is a capacitor for saving the date and time when no battery is in the infusion device.